Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated that the pump failed to alarm. Mmd did follow up with the initial reporter, who stated that the complaint had occurred during testing and had no effect on a patient. No other information was provided. [Complaint: (B)(4)].